Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the use of the mynx vascular closure device (vcd), there was no hemostasis. There was no patient injury.

Manufacturer narrative:
After the use of the mynx vascular closure device (vcd), there was no hemostasis. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, covering the balloon proximal tip. The syringe was connected to the device with stopcock open. The sealant and advancer tube remained inside the shuttle cartridge. It was observed that the sealant sleeve was still in the manufactured position which indicated that device was not inserted in to an existing procedure sheath during the procedure. In addition, the balloon of the returned device was observed torn in half, core wire exposed as received. The procedure sheath was not returned for evaluation. The shuttle cartridge was pulled back to the black handle and the advancer tube was found properly engaged to the distal tamp lock. Visual inspection at high magnification confirmed a radial tear in the balloon, approximately 2 mm from the balloon proximal neck. A device history record (DHR) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was still in its manufactured position. However, a tear was found on the balloon, which indicates that the balloon lost pressure during use. The exact cause of the tear could not be determined during analysis. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the tear found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reported it as no hemotasis. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.